Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
It was reported during surgery of patient right knee, doctor went to open the outer package and noticed that the inner package peeled open.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies.complaint history review: there have been no other events reported for the reported manufacturing lot.

Event description:
It was reported during surgery of patient right knee, doctor went to open the outer package and noticed that the inner package peeled open.